Event description:
It was reported that a part of the pump touchscreen was pixelated and unable to be interacted with. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.